Event description:
It was reported that insulin gauge displayed amount different than expected and that fill estimate remained static at 45 units despite insulin delivery. There was no reported impact to the customer¿s blood glucose level. Customer contacted support while experiencing this issue, and technical support explained that this behavior could occur due to variation in measured pressures used to estimate remaining insulin and that fill estimate would resume counting down once actual insulin amount matched the static value; customer understood and acknowledged guidance.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown mobile os: unknown.